Event description:
It is reported that the locking ring was outside of the liner upon opening. The surgeon placed the locking ring and attempted to use it but the head did not move smoothly so the surgeon implanted a different liner.

Manufacturer narrative:
This report will be amended when our investigation is complete.